Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 1035900. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the syringe 5ml saline fill (B)(4) sp, the device experienced the leakage from a damaged luer tip. The following information was provided by the initial reporter. The customer stated: the patient was admitted to the hospital on (B)(6) 2021 due to "chest tightness and wheezing for 5 days". The admission diagnosis was: acute onset of chronic cardiac insufficiency. After admission, he was given intravenous infusion therapy, using an intravenous indwelling needle and a flush to flush the indwelling needle. On (B)(6) 2021, when the flush was used to flush the patient's venous indwelling needle, it was found that the spiral of the flush was broken, which caused fluid leakage and could not be used. So immediately replaced with a new pre-flushing catheter for flushing , continue to complete the operation. Did not cause adverse effects to patients.